Event description:
Reporter indicated a vns handheld hp jornada computer would not hold a charge. A new handheld has been provided to the site. Good faith attempts are being made to obtain the nonworking product back for analysis.